Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2024 under general anesthesia. Subsequently, the patient was re-implanted with a transcutaneous osia implant system at new site.

Event description:
Per the clinic, the patient was administered with topical antibiotics twice on (B)(6) 2024 and (B)(6) 2024 and oral antibiotics twice on (B)(6) 2024 and (B)(6) 2024 (specific durations not reported).